Event description:
It was reported that the customer had experienced high blood glucose levels. Customer switched to manual injections to stabilize blood glucose level. Customer performed delivery system check, and pump passed.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.